Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.4 cm abdominal aortic aneurysm. The proximal aortic neck was 17-16 mm in diameter and 30 mm in length. The right iliac diameter is 16-8 mm and the left iliac diameter is 12-8 mm. The bifurcation of the internal iliac artery was small in diameter. The common internal artery was accordion-shaped. It was reported that there the contralateral iliac limb had a distal type I endoleak due to the patient's accordion shaped anatomy. No further treatment was performed since the endoleak was only a slight. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; accordion shaped).conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; accordion shaped).